Event description:
During the set up for a procedure the laser aimer fell off a 96oo c-arm x-ray device coming to rest on the floor. There was no pt involvement, the procedure proceeded without the laser aimer. The lack of the laser aimer did not impact the procedure. An upgraded laser aimer with an improved handle lock replaced the laser aimer that was reported to have fallen.